Event description:
During a laparoscopic gastric bypass procedure, during the first firing on the stomach, the staples formed at the proximal end, but not the distal end of the staple line, leaving a hole in the stomach. The physician had to resect and form the pouch around the hole with further firings. This event caused a delay in the entire case of approx 45 minutes. There was no pt consequence.